Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported and the femoral artery was 7 mm in diameter. It was reported that the delivery system was inserted in the patient without the use of an introducer sheath and had to be manuvered through the previously implanted peripheral stents in the external and common iliac arteries. It was reported that during advancement of the delivery system for placement of the stent graft, the patient's femoral artery was dissected. Distal and proximal control of the bleeding was achieved and then a ptfe graft was sewn in to successfully treat the dissected vessel. The same delivery system was then re-inserted and implanted without further complication. No additional clinical sequelae were reported and the patient is fine.